Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device was not returned as it remains in the patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and stenosis are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a 2.5x15mm promus stent was successfully implanted in the mid left anterior descending coronary artery. On (B)(6) 2013, the patient experienced angina. On (B)(6) 2013, the patient was hospitalized and taken to the catheter lab. Stenosis was noted and percutaneous coronary intervention was performed in the target lesion. On (B)(6) 2013, the event resolved and the patient was discharged. There was no additional information provided.